Manufacturer narrative:
No patient was being ventilated at the time the incident happened; the ventilator was on standby. Ventilator was not returned to hmag. Log files from the device were analysed. Technical fault (tf) 5509 and 9907 were registered in the log files. Tf 9907 indicates that a process does not exist, or reacted too late. Tf 5509 indicates that the servo (inspiratory) valve is not functioning correctly. It has been recommended to replace the servo valve and send us for further analysis. This file reports the event stated in hamilton medical ag case number (B)(4).

Event description:
Hamilton medical ag received the following event description from the distributor: biomed reported technical fault alarm 5509 and 9907.